Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station stuck on fatal error message. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station stuck on fatal error message. A technical support specialist (tss) dialed into the station and identified structured query language errors in the data synchronization logs indicating data base corruption. Knowledge article how-to-recover / repair a corrupted dsclientoltp database was applied to verify the issue. Sql server management studio (ssms) was slow to load, requiring the process to be stopped and killed via task manager. Upon reopening, the database was found in emergency mode and backup attempts failed. Further log review confirmed transaction errors, and knowledge article proper datasync procedure & how to place new db in es station was applied to drop the corrupted database. High cpu usage was observed during ssms access. The application was repaired successfully, the device completed full synchronization, and current download and upload times were verified. A follow-up email was sent to sage, and customer provided permission to close the case after confirming resolution. The system functioned as intended after the technical support specialist troubleshot the device.